Event description:
It was reported that the patient experienced increased pain in lower back and right shoulder. It was noted that the implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was not released by the facility.